Manufacturer narrative:
The reported complaint that the thermogard console (sn (B)(6) displayed an "air trap fault" message was confirmed during functional testing. The root cause of the error message was due to a failed air trap sensor block. Upon review of the event log, no irregularities were found. The thermogard console failed the initial functional test. The green led did not light up when the air trap inspection jig was inserted, thus confirming the reported complaint. The air trap sensor block was replaced to address the error. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).

Event description:
During patient use, the thermogard console (sn (B)(6) displayed an "air trap fault" message and didn't work. Another thermogard console was used to continue therapy. The patient's status information was requested but the customer did not provide a response.